Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted barrel clamp replaced due to cracked handle as found software version 9.15.1.2, as left software version 9.15.1.2. Exp plastic recall completed - front, rear, and handles. Tube drive replaced due to bent tube. Left and right iui replaced due to corroded pins. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the barrel clamp assembly. A review of the device history record showed the device had a manufacture date of 28mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted barrel clamp replaced due to cracked handle as found software version 9.15.1.2, as left software version 9.15.1.2. Exp plastic recall completed - front, rear, and handles. Tube drive replaced due to bent tube left and right iui replaced due to corroded pins the failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the barrel clamp assembly. A review of the device history record showed the device had a manufacture date of 28mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device return expected, but yet received.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.